Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forward.

Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with defibrillation electrodes. The customer stated that the defibrillation electrodes were placed on a pt during a planned procedure. The customer reported that during defibrillation 7 unsuccessful attempts were made to shock the pt, but it appeared that only a small amount of energy was being delivered. The pt could feel the current, but it was not enough to defib. The eighth shock was successful.